Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot not be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming when the investigation is completed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Additional product codes: dqk: computer, diagnostic, programmable. Qaq: adjunctive predictive cardiovascular indicator. Mud: oximeter, tissue saturation. Dxn: system, measurement, blood-pressure, non-invasive. Dsb: plethysmograph, impedance. Qms: adjunctive open loop fluid therapy recommender. Fll: thermometer, electronic, clinical. Olw: index generating electroencephalograph software.

Event description:
It was reported that during use of this hemosphere monitor, it was suspected of providing incorrect svr. The cable was tried on another monitor and worked. Switching out the monitor for another monitor corrected the issue. There was no patient injury.

Manufacturer narrative:
The device was not returned for product evaluation. Without return of the unit, it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. The device history record review was completed and the product passed without nonconformances. An engineering evaluation was initiated to assess for any manufacturing related processes which could be correlated to the complaint. As no device was returned, a product non-conformance or device failure could not be confirmed and no root cause could be determined. The instructions for use contains the following warnings: possible causes of inaccurate values may be incorrect placement or position of the catheter, excessive variations in pulmonary artery blood temperature. Additionally, clot formation on the thermistor, anatomical abnormalities (for example, cardiac shunts), excessive patient movement, electrocautery or electrosurgical unit interference, and rapid changes in cardiac output.